Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door had failed and was not listed under recovered storage space. A technical support specialist called the customer via phone and walked through the procedure of opening the tower door release latch to force fail the doors, then closing all doors and recovering them using the knowledge article (medes: failed tower door, nothing listed under recover storage space). The system functioned as intended after the technical support specialist troubleshot the device. E.1 initial reporter facilityt: (B)(6).

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower storage space had failed but was not showing up on the recover storage spaces screen. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.